Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008. The fse performed preventative maintenance (pm) on the instrument. The fse replaced the sample probe because it appeared worn out. The fse performed high sensitivity system check, routine system check, carryover, and a 50 replicate precision test with accutni low quality control (qc) for verification. All tests met set specifications. The fse verified all repairs per established procedures and the results met published performance specifications. No definitive root cause could be determined for this event. This is five of five separate MDR reports related to five patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02124, 02125, 02126, 02127 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for five patients. The initial erroneously elevated results were reported outside the laboratory. The customer re-ran the samples on a different instrument and the results were within normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.